Event description:
It was reported on (B)(6) 2014, the resident was attempting to drill for a 2.7mm variable angle locking screw when he crossed the path of a previously placed screw. The drill bit broke as a result of being bent during the drilling phase. Approximately 2cm was retained in the distal tibia (pilon) region of the patient. The attending did not want to try to retrieve the fragment; therefore, a piece of an instrument remained in the patient after surgery. Additional medical intervention is not required. Surgery was completed successfully. There was no surgery delay due to the reported event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Rework or nonconformities. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.